Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:07. Daily hv lead impedance trend data shows an abrupt spike increase for svc defib=37 to 254 ohms peak, between (B)(6) 2011, then returns to a baseline of 37 ohms on (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had high and varying svc impedance. The lead remains in use. No patient complications have been reported as a result of this event.